Event description:
Pt presented with a reverse tapered neck. Access and deployment of a 28-16-120bl bifurcated device, a 28-28-75l proximal extension and a 16-16-55l limb extension were uneventful. There was a slight intraoperative proximal type I endoleak. A palmaz stent was placed, however, a very slight leak was still noted. The physician decided to leave it for monitoring and follow up in one month.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met indications for use criteria. Use of palmaz stent if off-label. No conclusion can be drawn at this time.